Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1727801, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) 6f/7f did not enter the 6f procedural sheath introducer during a procedure. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) 6f/7f did not enter the 6f procedural sheath introducer during a procedure. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1727801 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural and/or patient factors, a torturous vessel and/or a damaged distal tip, could have contributed to the report event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) 6f/7f did not enter the 6f procedural sheath introducer during a procedure. Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. The device was received with the green shuttle engaged to the black handle. The sealant and advancer tube remains in manufactured position. No other anomalies were observed. The introducer sheath that was used during the procedure was not returned; therefore, a physical evaluation to determine whether there was damage or defect to the sheath that may have obstructed the device path could not be made. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. A review of the manufacturing documentation associated with lot f1727801 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as inability to advance in sheath could not be confirmed due to the condition in which the unit was received for analysis as the sheath was not returned for investigation. Based on the information provided and the investigation performed, the root cause of the event could not be conclusively determined. However, it should be noted that a torturous vessel and/or damage procedural sheath may obstruct the device path during the insertion step. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.